Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported foot retraction issue and difficult to remove; however, the treatment of surgical exposure is a potential adverse event. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of an unspecified artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, at the end of the closure, the foot remained open in the artery requiring surgical access to remove the proglide device from the artery and closure the puncture site. There was no adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery required to close the artery. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4).